Event description:
Following implant, the device could not be interrogated, so it was explanted and replaced. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Upon receipt, the device was interrogated and an error message was displayed. The device image was saved, and analysis of the device image indicated that memory corruption occurred. Further testing was performed by reloading the product code and all tests results were normal, and the memory corruption could not be reproduced. The reported event of an inability to interrogate the device was confirmed. Based on this information, abbott is performing further investigation.

Manufacturer narrative:
In 2017865-2018-11521, the aware date given was not correct. Has been corrected in this report.